Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced headache (seriousness criterion medically important), fatigue ("chronic fatigue"), pain in extremity ("bone pain / pain in the right foot"), disturbance in attention ("difficulty concentrating") and peripheral swelling ("swollen at 3 weeks (refering to foot)"). Essure treatment was not changed. At the time of the report, the pain in extremity and peripheral swelling had not resolved. The outcomes for headache and fatigue were unknown. No causality assessment was received for essure with regard to headache, fatigue, pain in extremity, disturbance in attention or peripheral swelling. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headaches') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), fatigue ("chronic fatigue"), pain in extremity ("bone pain / pain in the right foot"), disturbance in attention ("difficulty concentrating") and peripheral swelling ("swollen at 3 weeks (refering to foot)"). Essure treatment was not changed. At the time of the report, the headache and fatigue outcome was unknown and the pain in extremity and peripheral swelling had not resolved. The reporter provided no causality assessment for disturbance in attention, fatigue, headache, pain in extremity and peripheral swelling with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jul-2022: quality safety evaluation of product technical compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.